Event description:
It was reported by the customer that when these needles retract, they are not staying retracted. No other information was received regarding any serious injury as a result of this product issue.